Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Evaluation of the device confirmed the configuration was corrupted from copying a previously stored configuration onto the device where the software was updated. The device log was cleared, and the internal memory was reformatted to remedy the report. Older configurations are not compatible with the new software versions and need to be configured manually. The customer will be advised not to load any previously saved configurations and to enter the device configuration manually prior to saving a copy of the configuration for cloning during software updates. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 54-year-old female patient, the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.